Event description:
Reported stated that device model 74000 failed to suction during an attempt to suction a cardiac arrest patient. After device case was opened it was determined tah fitting that connects from pump to elbow was broken. No additional information was required.